Event description:
A patient was undergoing a surgery on (B)(6) 2021 performed by dr. (B)(6) to place eleos components due to resection of a patient's tumor. While attempting final insertion of the axial pin, a small piece of the poly locking ring sheared off. The axial pin was explanted, and a new axial pin as obtained. When attempting final insertion of the new axial pin, the same issue occurred and a small piece of the poly locking ring was sheered off. The surgeon decided to keep this pin inserted in the patient. The issue led to a small delay in surgery which lasted less than 40 minutes. The regional sales manager that was present for the case stated that he did not believe that the surgeon's technique for inserting the axial pin was at fault for the failure.

Manufacturer narrative:
The raw material DHR was reviewed for the subcomponent that was damaged. The material conformed to all applicable material specifications. The damaged component will be returned for evaluation. A supplement will be submitted when the results become available.

Manufacturer narrative:
The root cause for the intraoperative issues involving two distal femur axial pins being damage while being inserted into the distal femur implant and tibial hinge component. The patient's medical history is unknown. It was reported that the surgeon's technique for inserting the distal femur axial pin was correct. Review of the finished good device dhrs found that all products were conforming and no issues were identified during manufacturing that would have contributed to this complaint. Subcomponents dhrs for the poly components fractured have been requested and when they are received, a supplemental report will be submitted.

Event description:
A patient was undergoing a surgery on (B)(6) 2021 performed by doctor (B)(6) to place eleos components due to resection of a patient's tumor. While attempting final insertion of the axial pin, a small piece of the poly locking ring sheared off. The axial pin was explanted, and a new axial pin as obtained. When attempting final insertion of the new axial pin, the same issue occurred and a small piece of the poly locking ring was sheered off. The surgeon decided to keep this pin inserted in the patient. The issue led to a small delay in surgery which lasted less than 40 minutes. The regional sales manager that was present for the case stated that he did not believe that the surgeon's technique for inserting the axial pin was at fault for the failure.